Event description:
It was reported that the patient was implanted the day prior to the report. They were still in the hospital. The device was working for them and then it just quit working in their right leg. The device abruptly stopped about 20 minutes prior to the report. The patient¿s therapy was not working as expected and they had no stimulation sensation. It was further reported that a manufacturer representative was going to see the patient on the day of the report. It was further reported that the patient was reprogrammed and was getting great coverage in all areas of pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).